Manufacturer narrative:
The customer's product was requested for investigation and replacement product was sent to the customer. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter and one test strip were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.1 - 3.3 inr): qc 1: 2.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. UDI number = (B)(4).

Event description:
It was reported that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 11:22 a.m., a sample was collected from the patient and tested in the laboratory using an unknown method, resulting in a value of 2.6 inr. At 11:30 a.m, a sample from the patient was tested using the meter, resulting with a value of 3.4 inr. According to the meter's patient result memory, this value was measured at 11:28 a.m. The patient's therapeutic range was 2.0 - 3.0 inr, but was recently changed to 2.5 - 3.5 inr. The date the patient's therapeutic range was changed is unknown.